Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requesteda follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). One used set was received with no cap on dark blue connector and no cap on patient connector in reference to damaged. A batch review could not be done since the lot number was unknown. The set was functionally hand tightened to a (B)(4) lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted. Set was visually inspected and noted that both of the occluder feet were broken at the top. This complaint was confirmed in the lab for broken occluder feet. In this case the plant evaluation cited no visible signs of overtorquing and complaint text did not mention reagent usage practices. Accordingly the root cause of this problem is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report a broken white cap. There is no patient involvement.